Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort due to scar tissue build up over the anchors. The patient underwent a revision procedure. The patient was doing well postoperatively.